Event description:
The customer reported that the system will not boot intermittently. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge board was replaced. The system was tested and fount to be working as intended and put back into service.